Event description:
Procedure type: lobectomy. According to the reporter: while the device was inside the patient, the instrument broke. Nothing fell into to the patient cavity. The release button was difficult to depress, and the reload was difficult to remove. When the adapter was being loaded the status indicator displayed the light sequence to replace the reload. The operating time was not extended over 30 minutes. There was no additional tissue resection. There was no tissue damage. Nothing fell into the patient cavity.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Post market vigilance (pmv), concurrently with engineering, led an evaluation of one endo gia adapter standard opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering analysis, and an evaluation of the returned device. The reported conditions for this incident were that during a lobectomy procedure the instrument broke, the unload button was sluggish, the device was difficult to unload, and the light sequence to replace the reload was received. No visual abnormalities were noted for the adapter. The eeprom was uploaded and indicated 5 autoclave cycles for the adapter. Functionally, the unload button on the adapter was depressed numerous times and displayed no hang-ups or sluggish returns. The isi pin location was checked and found to be at the center and the center rod orientation was checked and was found to be assembled properly. Since the clinical battery, handle, and reload were not returned, pmv representative ones were utilized for all functional testing. The adapter was inserted onto the handle and calibrated without issue. All five white status lights illuminated indicating more than 15 surgeries remaining on the adapter. A pmv endo gia* 60mm articulating medium/thick reload was inserted onto the adapter and the reload detect led immediately started flashing as intended, indicating that the software recognized the presence of a reload. The reload was closed and then opened to change the flashing green reload detect led to a solid green state. The adapter was rotated clockwise in increments of forty-five degrees and fully articulated left and right each time to detect an out of round sulu load ring but the reload detect led did not turn off indicating that the software recognized the presence of a reload the entire time. The pmv endo gia* 60mm articulating medium/thick reload was then fired. The reload cut cleanly on the appropriate test media. The reload loaded, unloaded, articulated, rotated, and opened/closed properly and without difficulty. The device was loaded and unloaded multiple times as expected. Unfortunately the reload was not received for further evaluation. Visual and functional testing of the returned sample confirmed the product met quality release specifications that were tested regarding the reported conditions and the reported conditions were not confirmed. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture.